Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) was used to withdraw taxol during use, and after disconnecting the syringe from the drug vial, a drop of the medication was noticed on top of the p20-o protector membrane. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: rx tech was preparing taxol. After rx tech withdrew the drug out of the vial and disconnected the syringe/n35-o from the vial, rx tech noticed a small drop of drug on top of the p20-o protector membrane. Rx tech then wiped off the membrane with an alcohol swab. Rx tech then pushed drug through the c100-o infusion adaptor, and disconnected. Rx tech noticed a small drop of drug on the c100-o infusion adaptor membrane.

Manufacturer narrative:
H.6. Investigation: five unused samples from lot 1907102 were returned to our quality team for investigation. The injectors were connected to a sample adapter and penetrated ten times. One of the samples had exceed the required limits for the leakage testing and were sent for additional evaluation. CT scans were performed on the product and could not identify any difference in the characteristics of the membrane for the samples that did not meet the leakage requirements versus those that were within required specification. A device history review was performed for lot 1907102, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed on all lots. Testing was reviewed for infusion injector lot 1907102, all results were found to be within specification. Five retained injectors of the same lot had been evaluated and in all cases, the product performed as intended and no leakage was observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) was used to withdraw taxol during use, and after disconnecting the syringe from the drug vial, a drop of the medication was noticed on top of the p20-o protector membrane. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: rx tech was preparing taxol. After rx tech withdrew the drug out of the vial and disconnected the syringe/n35-o from the vial, rx tech noticed a small drop of drug on top of the p20-o protector membrane. Rx tech then wiped off the membrane with an alcohol swab. Rx tech then pushed drug through the c100-o infusion adaptor, and disconnected. Rx tech noticed a small drop of drug on the c100-o infusion adaptor membrane.